Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the rubber seal ring came off and stuck onto the shaft of the device. The procedure was completed with another like device. There was no patient consequence.